Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation was confirmed. Based on visual inspection, functional testing, dimensional measurements, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional procedure in a thrombotic, occluded anterior tibial artery, the bmw guide wire was advancing in the artery with the assistance of a support non-abbott dilatation, when resistance on advancing was met with the non-abbott dilatation catheter. Both the bmw guide wire and the non-abbott dilation catheter were removed together, with no resistance on removal, from the patient anatomy. It was noted that the tip of the guide wire had separated/broken in two where the tip of the guide wire meets the shaft. There was no clinically significant delay in the procedure or adverse patient effect. The procedure was completed using a stabilizing wire and the same non-abbott dilatation catheter. There was no additional information provided.